Event description:
The reporter stated an aa4203tl toric silicone single piece lens was damaged. It was unknown if there was any patient contact. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be sent.